Event description:
Second revision surgery - due to the posterior stabilized (ps) post breaking. The patient had the original surgery on (B)(6) 2001 and a djo revision on (B)(6) 2002.

Manufacturer narrative:
The reason for this complaint was a revision surgery for a broken tibia insert. The product was in-vivo for 12 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause for the broken tibia insert was not reported and could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.